Event description:
I am writing at the request of my brother, (B)(6). Major important issue deserving your prompt attention: unsafe and life-threatening condition at our home. I ((B)(6)) am his primary caregiver here at our home. Issue on (B)(6) 2023, (B)(6) hospital (B)(6). The pulmonary care doctors ordered trilogy evo, philips/respironics, (catalog number) ds2110x11b, (serial number) (B)(6). Did not order proper respiratory instructions at our home for (B)(6) and I to have access to wean off trilogy by transferring to trach mask by medicare equipment company. Therefore resulting in total dependent use of trilogy evo 24/7 for eight months despite countless complaints to pulmonary doctors at (B)(6). Upon (B)(6) discharge from ICU (intensive care unit) after being hospitalized for high dangerous levels of blood gases, bacterial pneumonia, and temporary a-fib (atrial fibrillation). Up to this date, (B)(6) is in ICU at (B)(6) with this same dangerous, unsafe condition. Please help my brother (B)(6) be able to safely remain at home and remain in a healing environment. God help us! Also, they continue to worsen his wounds by using debriding agents when the wounds are at ending stage. I use maxorb ii ag (silver) alginate wound dressing with antibacterial silver, also silver sulfa diazine cream. By order of (B)(6) and wound care nurses at (B)(6). I also have pictures. Also very important safety concern: dr. (B)(6) treated (B)(6) with amiodarone hydrochloride tablets in ICU, week of (B)(6) 2024 thru his discharge on (B)(6) 2024. And did not evaluate or monitor him for risk factors such as fluid retention of scrotum and penis, both legs to toes-wrists and hip boil under skin on left hip. Was weeping thru wound on left hip. After pointing conditions out to nurses in ICU, difficulty breathing as well and unusual stiffness. Dr. (B)(6) discharged (B)(6) in a dangerous manner to our home prescribing amiodarone hydrochloride tablets despite the fact (B)(6) does not have a-fib, only a temporary condition due to pneumonia. (B)(6) discontinued use of tablets at home. The apparent fluid retention resolved outside of his body but remained in lungs causing medicinal pneumonia resulting in hospitalization on (B)(6) 2024. Fluid pockets in both lungs and pleurisy. He is on ventilator as of (B)(6) 2024, and continues to be. Please help us! Dr. (B)(6) was informed by nurse (B)(6) two times about discontinuing amiodarone ((B)(6). Dr. (B)(6) endangered my brother regis' life by ordering food trays and removing trach off ventilator abruptly onto trach mask with oxygen. He did not deflate cuff on trach and my brother was suffocating. I had to demand he put him back on ventilator. His blood pressure dangerously low (45/25) from lack of fluid and nutrition. I took a picture of monitoring screen. Please help me with these extremely life-threatening issues. (B)(6). Reference report: mw5154862.